Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal orifice during a ligation of internal hemorrhoids procedure performed on (B)(6) 2022. During the procedure, the bands could not be fully deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the returned ligator head had one band attached and another band was already deployed. The device was observed under magnification, and there was no damage on the ligator head with one band attached. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the ligator head was carefully inspected and there was no damage found. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal orifice during a ligation of internal hemorrhoids procedure performed on (B)(6) 2022. During the procedure, the bands could not be fully deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.